Event description:
Customer reported that batter will not charge through heartstart mrx. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.